Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced generator due to intermittent errors, where the integrated electro surgical unit (iesu) would not recognize energy cables unless power cycled. The customer had also encountered c-82 and m-02-3 error codes. The system was tested and verified as ready for use following the product replacement. On (B)(6)2022 the unit was returned to isi for failure analysis and the reported failure (erbe not recognizing energy cables, and m-02-3 error codes) was confirmed and reproduced. Visual inspection found the unit to be in good condition. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. Per a log review, the following was confirmed: the transabdominal preperitoneal (tapp) ventral hernia procedure was performed by the list console surgeon on (B)(6)2022. On system sk2365. There was no image or video clip submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the electrosurgical unit (esu) generator was not recognizing energy cables during procedure. The surgeon was able to continue with the procedure and completed it robotically without any patient injury. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) ventral hernia surgical procedure, the customer was experiencing issues with the integrated electro surgical unit (iesu) generator not recognizing energy cables. The customer had tried replacing cables, and the issue was temporarily alleviated by power cycling the generator. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.